Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose level was 400 mg/dl. Customer¿s blood glucose level was 240 mg/dl at time of incident. Customer reported that they did contacted their health care professional regarding the high blood glucose event. Customer asked assistance on basal rates adjustment since he was under medication that may affect the rises up of sugar. Customer was on steroids and was expected for blood glucose to shoot up. Customer did not wanted to troubleshooting on insulin pump. The insulin pump was not returned for analysis.